Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right coil is displaced and appears within cavity / it was noted that there were 2 essure coils when they were inspected outside the body.') In a female patient who had essure inserted. The patient's medical history included multigravida, parity 3, migraine headache, premenstrual syndrome, depression, anxiety disorder and menorrhagia. Previously administered products included for an unreported indication: mirena, depo-provera, vitamin d, nexium, nortriptyline and fluoxetine. Concomitant products included ibuprofen. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: essure coil replacement on (B)(6) 2016 - it was noted that there were 2 essure coils when they were inspected outside the body. Decision was made to reinsert both the tubes. Essure coils were placed successfully without much resistance on left and right side with 3-4 coils protruding into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: the right fallopian tube is patent and the right tubal coil appears to be displaced and lying within the uterine cavity.; on (B)(6) 2016: bilateral devices observed in fallopian tube demonstrating appropriate placement and satisfactory tubal occlusion noted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right coil is displaced and appears within cavity / it was noted that there were 2 essure coils when they were inspected outside the body / expulsion'), device dislocation ('migration'), menorrhagia ('menorrhagia') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included multigravida, parity 3, migraine headache, premenstrual syndrome, depression, anxiety disorder and menorrhagia. Previously administered products included for an unreported indication: mirena, depo-provera, vitamin d, nexium, nortriptyline and fluoxetine. Concomitant products included ibuprofen. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal and novasure endometrial ablation, d&c). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device dislocation, menorrhagia and genital haemorrhage outcome was unknown. The reporter considered device dislocation, device expulsion, genital haemorrhage and menorrhagia to be related to essure. The reporter commented: essure coil replacement on (B)(6) 2016 - it was noted that there were 2 essure coils when they were inspected outside the body. Decision was made to reinsert both the tubes. Essure coils were placed successfully without much resistance on left and right side with 3-4 coils protruding into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: the right fallopian tube is patent and the right tubal coil appears to be displaced and lying within the uterine cavity.; on (B)(6) 2016: bilateral devices observed in fallopian tube demonstrating appropriate. Placement and satisfactory tubal occlusion noted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2020: quality safety evaluation for product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right coil is displaced and appears within cavity / it was noted that there were 2 essure coils when they were inspected outside the body / expulsion'), device dislocation ('migration'), menorrhagia ('menorrhagia') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included multigravida, parity 3, migraine headache, premenstrual syndrome, depression, anxiety disorder and menorrhagia. Previously administered products included for an unreported indication: mirena, depo-provera, vitamin d, nexium, nortriptyline and fluoxetine. Concomitant products included ibuprofen. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal and novasure endometrial ablation, d&c). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device dislocation, menorrhagia and genital haemorrhage outcome was unknown. The reporter considered device dislocation, device expulsion, genital haemorrhage and menorrhagia to be related to essure. The reporter commented: essure coil replacement on (B)(6) 2016 -it was noted that there were 2 essure coils when they were inspected outside the body. Decision was made to reinsert both the tubes. Essure coils were placed successfully without much resistance on left and right side with 3-4 coils protruding into the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: the right fallopian tube is patent and the right tubal coil appears to be displaced and lying within the uterine cavity.; on (B)(6) 2016: bilateral devices observed in fallopian tube demonstrating appropriate placement and satisfactory tubal occlusion noted.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received : events added- "migration, menorrhagia, excessive bleeding". Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.